Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The posterior foot was separated and not returned. The foot separation was not reported/noted on removal of the device. The account was notified of the foot separation and no additional information has been received. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: analysis of the returned device found a posterior foot separation. The detached foot was not returned with the proglide device. Follow-up with the site was attempted; however, no additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when removing the plunger in step 3 for two proglide devices, no suture was found for both devices. The aaa procedure was completed and hemostasis was achieved with surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced is filed under a separate medwatch report number.